Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with unknown mentor saline prostheses on (B)(6) 2013, and began experiencing issues on (B)(6) 2015. The patient was hospitalized from (B)(6) 2017. The patient reported the following symptoms: anxiety, fatigue, joint pain, muscle pain. Insomnia, brain fog, black outs while driving, chronic fatigue, raynauds syndrome,vertigo,fever,chills, muscle weakness, temperature intolerance, sensitivity to light and sound, hair loss, dry skin, dry hair, reoccurring illnesses such uti, yeast infection, headaches, major depression,suicidal thoughts, decreased libido, major mood swings, weight gain, fibromyalgia symptoms, sharp stabbing sensation between shoulder blades, inflammation all over the body, shortness of breath, ascites, fatty liver disease, stage iii kidney disease, irregular heartbeat, has been bed ridden for over a year, unable to work, has an ovary cyst, and has had absent menstrual cycles. The patient underwent bilateral explantation without replacement on (B)(6) 2018. No product issue, such as deflation, was reported. Report 1645337-2018-01705 has been generated for the contralateral prosthesis.